Manufacturer narrative:
It was initially reported that one distraction pin bent and another distraction pin had the narrow of its tip broke off and lodged in patient. It was added that the patient was not harmed related to these reported events. Despite good faith efforts to obtain additional information, the reporting facility was unable or unwilling to provide any further patient, product, or procedural/event details. It is unknown what were the activities leading up to these events and what intervention was required to retrieve the bent and lodged pin from the patient. Due to the reported events and in an abundance of caution, this medwatch is being filed. A sample is not available to be returned for evaluation. A definitive root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that one distraction pin bent and another distraction pin had the narrow of its tip broke off and lodged in patient.